Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced an unpleasant sensation and facial pulling when pressing the ipg site. An impedance check did not reveal any anomalies. Regardless, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was removed and replaced. No further issues have been reported following the procedure.